Event description:
The customer reported a total loss of video or image display. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The video connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.